Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds with a drop in impedance. The physician was unable to reposition the passive lead therefore, the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.